Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a cracked end cap. No other alarm during testing noted. The insulin pump also had a missing end cap sticker.

Event description:
The customer reported an error alarm when rewinding the insulin pump. The customer is able to clear the alarm, but continues to get the alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.